Event description:
It was reported that the patient presented in clinic for a follow up visit. The pulse generator exhibited backup vvi operation. The patient was feeling discomfort. After reprogramming, normal function resumed. The patient was no longer feeling discomfort. The device remained implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.